Event description:
It was reported to philips that the prongs where the battery goes were broken off. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.